Manufacturer narrative:
As for zimmer specialists to perform an in-depth analysis it is required to have all necessary information at hand, it was therefore tried several times to receive more information for this case. Additional information has been received on (B)(6) 2017 and was included in the previous report. With this information, it was also reported that the surgeon refuses to give any further information about this case. A technical investigation was not possible to perform, as the devices were not at hand for investigation. DHR review: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend identified. Review of event description: it was reported that the patient was implanted a biolox delta ceramic femoral head and a biolox delta liner on (B)(6) 2013. On (B)(6) 2016, the patient underwent a revision surgery due to breakage and pain. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents received. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: the compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer biomet. Review of raw material certificates: raw material certificates for the head and the liner were reviewed and it was confirmed that the products were manufactured according to the material specifications root cause analysis: root cause determination using dfmea (for the head and the liner): head: fracture of head due to inadequate design for intended use . Not possible: a systematic issue with design and/or material properties would have been detected as part of a trend review. Mal-function of tha (wear, fracture, dislocation etc.) Due to wrong size of head diameter and/or offset, wrong taper size combination. Possible: no x-rays were available for the investigation, therefore cannot be excluded. Mal-function of tha (wear, fracture, dislocation etc.) Due to off label use, combination with competitor products. Possible: the combination with the liner is allowed, however, the reference of the stem remains unknown. Loss of connection, fracture of ceramic head due to use on a damaged stem taper. Possible: no information is available regarding the stem, therefore cannot be excluded. Loss of connection, fracture of ceramic head due to particles between stem and head taper . Possible: correct implantation of the device is not under control of zimmer biomet. Compromized taper fixation strength, fracture of implant due to high patient activity, patient disregards limits of the device. Possible: no information is available regarding the patient, therefore cannot be excluded. Liner: fracture of ceramic liner caused by head due to liner design - too thin, wrong material, wrong diameter (includes potential to have microseparation) . Not possible: a systematic issue with design and/or material properties would have been detected as part of a trend review. Fracture of ceramic liner caused by head due to articulating surface wear possible: no product was returned for the investigation, therefore cannot be excluded. Fracture of ceramic liner caused by head due to use of unapproved (non-ceramic and competitor) head . Not possible: head is approved by zimmer biomet. Fracture of ceramic liner caused by head due to mismatch of head/liner articulation diameters (zimmer delta head). Not possible: head liner diameters match. Fracture of ceramic liner caused by head due to surgeon chooses wrong size liner . Possible: no product was returned for the investigation, therefore cannot be excluded. Fracture of ceramic liner caused by head due to surgeon does not follow surgical technique . Possible: no surgical report is received, therefore cannot be excluded. Liner fracture caused by stem due to malpositioned liner . Possible: no x-rays were available for the investigation, therefore cannot be excluded. Conclusion summary: it is not clear according to the event which of the revised products was broken. Furthermore, it was reported that the surgeon did not want to share any more information. It was therefore assumed that both the head and the liner were broken, and the root cause analysis was done according to the respective dfmeas. Neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted devices were received; therefore the condition of the components is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. Therefore, based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. Note: the ceramic liner (and similar devices) is not and has not been marketed in the USA. There was no indication to file an MDR for this product. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is cmp-(B)(4).

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as additional information become available and/or an investigation result be available, an amended medical device report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted a biolox delta, ceramic femoral head, xl, 36/+7, taper 12/14 on an unknown date and was revised on (B)(6) 2016 due to breakage of the implant.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. Additional information has been requested. But surgeon refuses to give any information. A cause for this specific event cannot be ascertained from the information provided. As soon as additional information become available and/or an investigation result be available, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that the patient was implanted a biolox delta, ceramic femoral head, xl, 36/+7, taper 12/14 and a biolox delta taper liner, jj/3 6 on (B)(6) 2013. Patient experienced pain and was revised on (B)(6) 2016 due to breakage of the implants. Additional information has been requested. But surgeon refuses to give any information.